Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic bipolar resection with isotonic nacl solution procedure, when using the high-frequency electrosurgical equipment, the patient experienced a bladder explosion. There were no reports of further patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the urologist. Updated fields: b2, b5, b7, e1, e3, g2, g3, h2 and h6. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information received from the urologist that no olympus device was reported to have malfunctioned during the procedure that could have caused or contributed to the injury as standard settings were used, and there was no alarm from the esg-400 generator. The urologist further stated that the patient has a prostate cancer (> 200g), and radiotherapy was not possible before resection. The patient first underwent laser enucleation followed by intravesical morcellation, which failed due to the hardness of the tissue. The urologist then used a plasma resectoscope to cut the prostatic lobe in the bladder. It was at this point that the bladder explosion occurred. The isotonic nacl was administered via the resectoscope and the irrigation tubing. The bladder injury was related to the energy-providing device. The patient experienced an obturator nerve reflex just before the bladder explosion. The urologist then converted from endoscopic to laparotomy as the bladder was split at the dome, but the ureteral orifices were not torn; the bladder injury was sutured, and a urethral catheter was placed. No fistula was observed. The procedure was prolonged by several hours due to the conversion to laparotomy and bladder suturing. The procedure was completed via laparotomy to extract the prostatic lobe. The patient required intensive care monitoring afterwards and a urinary catheter was placed for 8 to 10 days, resulting in a prolonged hospitalization and probable dissemination of cancer cells into the peritoneum. The patient had been discharged from the hospital and does not present with a fistula.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the investigation performed was based on the provided information by the customer and field service engineer. The complaint is for the issue of: bladder explosion in a patient undergoing bipolar resection with isotonic nacl solution. This complaint is about a medical issue. No malfunctioning of the device was reported by the customer or field service engineer. During investigation, no device malfunction was detected. The device was within standard regarding any failure that might have caused the reported incident. A definitive root cause could not be identified. Based on the results of the investigation, there were no malfunction of the device was reported by the customer and no failures were identified by olympus that could have caused the medical issue. Therefore, no problem detected either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.